Event description:
Chronic bronchitis [bronchitis] lacerated bladder [bladder laceration] case narrative: initial information received on 14-may-2018 regarding an unsolicited serious case received from health authorities of united states under reference: mw5076802 via patient. This case involves a female patient (unknown age) who experienced chronic bronchitis and lacerated bladder, after the use of medical device synvisc one injection the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one injection at a dose of 06 ml, once (lot - 6rsl050, 31-oct-2019) for bilateral primary osteoarthritis of knee. On an unknown date in 2018, patient was in the hospital for chronic bronchitis and a lacerated bladder. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. Seriousness criteria: hospitalization a product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: 6rsl050 global ptc number:(B)(4). The production and quality control documentation for lot 6rsl050 expiration date 31-oct-2019 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 6rsl050 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2018 there are 8 complaints on file for lot number 6rsl050: (1) detached leur-lok hub, (4) adverse reports, (1) loose luer-lok hob (2 syringes), (1) leaky syringe and (1) broken luer-lok hub sanofi would continue to monitor complaints to determine if CAPA was required. Additional information received on 18-jun-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly. Upon internal review on 09-jan-2019 processed with clock start date of 18-jun-2018 the malfunction field previously captured as yes was removed.

Event description:
Chronic bronchitis [bronchitis]; lacerated bladder [bladder laceration]. Case narrative: initial information received on 14-may-2018 regarding an unsolicited serious case received from health authorities of united states under reference: mw5076802 via patient. This case involves a female patient (unknown age) who experienced chronic bronchitis and lacerated bladder, after the use of medical device synvisc one injection. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one injection at a dose of 06 ml, once (lot - 6rsl050, 31-oct-2019) for bilateral primary osteoarthritis of knee. On an unknown date in 2018, patient was in the hospital for chronic bronchitis and a lacerated bladder. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. Seriousness criteria: hospitalization a product technical complaint was initiated on 18-jun-2018 for synvisc-one. Batch number: 6rsl050 global ptc number: (B)(4). The production and quality control documentation for lot 6rsl050 expiration date 31-oct-2019 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 6rsl050 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 18-jun-2018 there are 8 complaints on file for lot number 6rsl050: (1) detached leur-lok hub, (4) adverse reports, (1) loose luer-lok hob (2 syringes), (1) leaky syringe and (1) broken luer-lok hub sanofi would continue to monitor complaints to determine if CAPA was required. Additional information received on 18-jun-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly.